Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 41 months for normal elective replacement indicator (eri). However, premature battery depletion was revealed upon analysis.